Event description:
It was reported to philips that the system gave an alert indicating there was communication problem between the flat detector controller and the image detector, preventing fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.